Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that upon flushing the line, the syringe tubing felt wet and few drops were observed at the site where it connects to another extension set. The tubing has been in-use since the day prior and was disconnected and reconnected once. Although requested, additional information was not provided.

Event description:
It was reported that upon flushing the line, the syringe tubing felt wet and few drops were observed at the site where it connects to another extension set. The tubing has been in-use since the day prior and was disconnected and reconnected once. Although requested, additional information was not provided.